Event description:
It was reported that the patient was transplanted on (B)(6) 2023. The patient was upgraded on the transplant list due to concern for pump thrombus. The patient was reportedly having intermittent power spikes for over a year. The outcome was considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas) confirmed internal driveline wire damage that could have contributed to the reported pump stop event captured in the submitted log file. The report of suspected thrombus was not confirmed through this evaluation. Additionally, review of the log file did not confirm the reported elevations in pump power and flow. A direct correlation between (B)(6), and the reported gastrointestinal bleeding, cardiac arrythmia, and power changes could not be conclusively established. Furthermore, a direct correlation between the suspected thrombus and the reported power elevations could not be conclusively established. The submitted log file contained events from (B)(6) 2023 through (B)(6) 2023. A pump stop was captured on (B)(6) 2023 while the patient was connected to the power module. No other notable events or alarms, or significant trends in pump parameters were captured. The pump was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet extension, inflow conduit flex section, and inlet elbow) was returned attached to the pump's inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft and bend relief hardware. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the dl was conducted, and all wires were found to be electrically intact. Visual inspection of the dl revealed a breach in the insulation of the orange wire at the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the dl and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductor of the orange wire contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground could have resulted in the pump stop event that was confirmed through the submitted log file. The pump was cleaned and reassembled; however, due to the location of the confirmed internal dl wire damage, the pump was not functionally tested using a mock circulatory loop. The relevant sections of the device history records and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists bleeding, cardiac arrythmia, and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 1 and section 6 of the IFU outline indications of pump thrombosis, as well as how to respond to such events. Section 6 of the IFU also lists arrhythmia and thromboembolism as potential late postimplant complications, and provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Fab, hm ii pump, g2.3 outlet stator/outlet housing and cable/aft housing assemblies, describes the procedure to be followed to assemble the cable/aft housing assembly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed and upon interrogation a low flow followed by a pump off was noted. The data showed 2 pump stops occurred at 4:35 am on (B)(6) 2023. The momentary pump stops may have been caused by a high current event. It was later communicated that the patient was having power elevations in the past. The patient had many supraventricular tachycardia (svt) runs with ambulation or coughing. It was later communicated that the gi bleeding was confirmed via colonoscopy. The source of the bleeding was unable to be determined. Computed tomography (CT) angiography was negative for gi bleeding. The bleeding had not resolved, as the patient continued having dark stools requiring intermittent blood transfusion. Gi was consulted and stated no intervention at that time. The lactate dehydrogenase was reportedly measured on (B)(6) 2023 to be 219. The patient continued to have intermittent power elevations but no further pump stops were reported. The cause of the svt runs were unable to be determined.